Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4), submitted for adverse event which occurred on (B)(6) 2018. (B)(4), submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced infection, gastrointestinal complications, mesh adhesion and pain. It was reported that the patient underwent surgery on (B)(6) 2019. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced infection, gastrointestinal complications, mesh adhesion and pain. It was reported that the patient underwent surgery on (B)(6) 2019. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-06012022-0001108701, submitted for adverse event which occurred on (B)(6) 2018. Mwr-06012022-0001108702, submitted for adverse event which occurred on (B)(6) 2019.